Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a pericardial effusion (pe) occurred. During a watchman procedure, a versacross connect laac was selected for use. Transesophageal echocardiogram (tee) pre-imaging was performed. Left atrial appendage (laa) measured and imager assessed for pericardial effusion prior to the start of the case and no effusion found. The transseptal puncture was performed without any issues. A 24mm device was selected and implanted after 5 recaptures. As the groin was being closed the imager noted a 0.8 to 1mm effusion around the right and left ventricles. Patient was stable with no changes in vital signs. Versacross device was not inside patient when patient complication began. A pericardiocentesis was attempted, but no blood was withdrawn as the physician felt it was clotted. Protamine was given shortly after the release of the device. The patient was transitioned to recovery where he was later scanned and effusion was found to be smaller and vital signs still stable. The implanting physician found a record from a previous ablation which documented the same effusion. It was thought it may have been missed prior to the start of the watchman procedure. The patient fully recovered and discharged. The device is not expected to be returned for analysis (disposed).

Event description:
It was reported that a pericardial effusion (pe) occurred. During a watchman procedure, a versacross connect laac was selected for use. Transesophageal echocardiogram (tee) pre-imaging was performed. Left atrial appendage (laa) measured and imager assessed for pericardial effusion prior to the start of the case and no effusion found. The transseptal puncture was performed without any issues. A 24mm device was selected and implanted after 5 recaptures. As the groin was being closed the imager noted a 0.8 to 1mm effusion around the right and left ventricles. Patient was stable with no changes in vital signs. Versacross device was not inside patient when patient complication began. A pericardiocentesis was attempted, but no blood was withdrawn as the physician felt it was clotted. Protamine was given shortly after the release of the device. The patient was transitioned to recovery where he was later scanned and effusion was found to be smaller and vital signs still stable. The implanting physician found a record from a previous ablation which documented the same effusion. It was thought it may have been missed prior to the start of the watchman procedure. The patient fully recovered and discharged. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
Correction to the initial MDR in block(s) impact codes (f10 and h6), in sections f - for use by uf/importer and h - device manufacturers only and MFR site facility name, MFR site address 1, MFR site city, MFR site zip/post code, MFR site country (g1), in section g - all manufacturers. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.